Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2019, the patient's blood glucose result was 377 mg/dl and she went to the hospital. The patient had symptoms of vomiting, weakness, was not able to move or talk, nor open her eyes. The blood glucose result was 415 mg/dl and 420 mg/dl when she arrived at the hospital. The patient was treated with an unknown drop and medication. The blood glucose result was 158 mg/dl when she left hospital 12 hours later. On (B)(6) 2019, the patient's blood glucose result was "above 400 mg/dl" and she went to the hospital again where she was taken to the intensive care unit due to ketoacidosis and having the same symptoms as the day before. The blood glucose results at the hospital were not provided. The patient was treated with lantus and novorapid insulin via syringe, while being on a drop. The patient was hospitalized until (B)(6) 2019.